Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer's husband called reporting that following his wife's cataract surgery with intraocular lens (iol) implant in 2008, her doctor told them that the implants had crystallized. The doctor recommended that the patient get new glasses and try to see if her vision improves. The husband reported that he and his wife were told that if the glasses didn't work, the iols might have to be removed. Additional information was requested. There are two medical device reports associated with this patient. This report is for the right eye.